Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was not known. Customer consumed apple juice and disconnected from pump to address bg. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.